Event description:
Additional information was received and it was reported that the patient had been flipping her pump which had affected the catheter. The patient had started to flip her pump in may or june of 2013 and problems started in (B)(6) of 2013. Prior to the replacement surgery, the patient was at 700 mcg/day and after the pump replacement they had her at 150 mcg/day. They had been slowly increasing the dose and the patient was at 300 mcg/day at the time of this report. Additional increases were planned.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported there was an unknown catheter issue and a volume discrepancy. The expected volume was 4 milliliter (ml) and the actual volume was 25 ml. Last wednesday there was a refill. Due to the discrepancy an x-ray was taken, which was inconclusive. The catheter access port (cap) study was scheduled for the date of this report. At the cap study the health care provider (hcp) was unable to aspirate. The dose was going to be maintained. It was believed the patient was not receiving anything at the time of the report. The patient was to come back on (B)(6) to check the pump volume (expected versus actual). Pump and catheter revision was considered if there was a similar discrepancy. It was noted the elective replacement indicator (eri) was 13 months. The cause of the issue was not determined. The pump was being used to deliver baclofen at 784.5 micrograms per day. The patient had changes in movements since (B)(6) and had increased spasticity at an unknown location. The patient status at the time of the report was ¿alive- no injury.¿ it was later reported a catheter revision and pump replacement was scheduled for (B)(6). It was decided to go ahead and revise the catheter and replace the pump versus waiting. Upon investigation, the catheter was twisted in the pump pocket. After untwisting the hcp was able to aspirate. Because it was originally a difficult placement, the hcp did not want to replace the entire catheter. Some of the catheter was trimmed and spliced. The pump was replaced. New lengths were accounted for in the clinician programmer and the dose was lowered to 150 micrograms per day. The patient was doing fine post-operatively.